Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump had alarmed motor error a couple of weeks prior to the phone call. Also, the device had alarmed no delivery a couple of days prior to the phone call, while the customer attempted to deliver a bolus. At the time of the customer's blood glucose was above 400 mg/dl. At the time of the phone call the customer's blood glucose was unknown. Troubleshooting was performed and insulin did exit the tubing. The infusion set was removed from the customer's body and the cannula was not bent. The customer did not want to continue the troubleshooting process. They do not use the sensor feature. They were able to complete the rewind sequence. The customer stated that they noticed that there was a gap between the drive support cap; the drive support cape was loose. The discontinuation of the device was advised. Nothing further was reported.